Event description:
The recipient put a cotton ball in his external auditory canal (eac) and when he removed it, the implant was pulled out from the cochlea, it was placed in the eac. The electrode lead extruded through he tympanic membrane. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient put a cotton ball in his external auditory canal (eac) and when he removed it, the implant was pulled out of the cochlea into the eac. The electrode extruded through the tympanic membrane. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient put a cotton ball in his external auditory canal (eac) and when he removed it, the electrode was accidentally pulled out of the cochlea into the eac. The electrode extruded through the tympanic membrane. This is a final report.